Event description:
The reporter stated that she obtained a high result on the device before going to bed. She didn't recall the reading and didn't take any meds. She said that she went to the hospital in the middle of the night for low sugar. She also said that she was given an IV and food when her glucose was tested at 20mg/dl in the hospital.